Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that, the station was not communicating, and two medications were not updated on epic and the server after being loaded. A technical support specialist dialed into the station, found no synchronization error, and suggested the user unload and reload to troubleshoot the issue. The technical support specialist confirmed there was no response received from the customer.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not communicating, and two medications were not updated on epic and the server after being loaded. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.